Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish material inside the pebax sleeve. Due this condition the device was inspected under microscope and it was found a hole on the pebax surface. A force test was performed and the device was recognized and visualized correctly; however error 106 displayed on screen due to an open circuit at the tip area. Additionally, the device was dissected at the peek housing section and insufficient adhesive application on the wires was observed. The insufficient adhesive could be related to the open circuit observed during the analysis; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue observed related to the open circuit could be related to the insufficient adhesive observed, however, this could not be conclusively determined. The root cause of the adhesive condition is traced to the manufacturing process. The instructions for use (IFU) contain the following information: zero the contact force reading following insertion into the patient. The tip electrode and the two distal ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body; refer to the user manual for the carto¿ 3 system for instructions on how to zero the contact force reading. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The pebax damage is not related to the force issue reported by the customer. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the insufficient/excessive adhesive application related to the force issues. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax identified by bwi pal. Investigation findings: open circuit (c0205) and manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) and adhesive (g0405201) were selected as related to the customer's reported force issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the qdot micro would not zero and displayed "hi" force on the carto 3 system dashboard. There were no errors on the carto 3 system. The ablation cable was replaced without resolution. The catheter was replaced and the issue was resolved. Procedure continued. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.